Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing a diagnosis which was aborted. No harm was reported to philips. The philips field service engineer (fse) inspected the system onsite and confirmed that the exposure was not possible. A review of the system logfile confirmed the reported malfunction. Upon functional testing, the fse identified that the x-ray exposure was not possible due to oil cooling leak. To resolve the reported issue, the fse reconnected oil cooling host to x-ray tube, refilled the oil cooling system and deair the x-ray tube. After repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to perform exposure. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.